Event description:
Complainant alleged that while treating to a pt (age & gender unk) the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.